Manufacturer narrative:
(B)(4). The device was manufactured between april 8, 2013 ¿ april 9, 2013. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The cause of the condition could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). A batch review will be performed. If any relevant information is obtained that is related to the reported event, a supplemental report will be submitted. A request for the return of the device has been made. Should additional relevant information become available, a supplemental report will be submitted. Evaluation summary: one used sample was received. Visual inspection of the sample confirmed a ruptured bladder. The bladder was microscopically examined, and marking on the exterior surface and abrasion on the interior surface of the bladder were observed near the rupture line.

Event description:
It was reported that the bladder of a large volume infusor ruptured. This occurred during filling of the device with fluorouracil. There was no patient involvement. No additional information is available.